Event description:
Device evaluation: the distal tip was partially damaged. The stent was positioned on the balloon between the inner shaft markers. A number of struts on the 1st proximal stent segment were raised and deformed.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed. Failure to follow instructions (force was used in an effort to advance/withdraw the device in the vessel). Inherent risk of procedure (stent deformation and failure to deliver the stent). Patient condition affected effectiveness of the device (patient lesion morphology, resistance was noted on the way in and out of the lad as it passed the acute bend in the proximal lad). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, resistance was noted on the way in and out of the lad as it passed the acute bend in the proximal lad). Known inherent risk of procedure (stent deformation and failure to deliver the stent). Failure to follow instructions (force was used in an effort to advance/withdraw the device in the vessel). Conclusion not yet available-evaluation in progress. (B)(4).

Event description:
It was reported that a physician was treating a lesion in a patient with 95% stenosis in the mid lad with an acute bend at the proximal lad. The lesion was pre-dilated from the distal to the proximal lad and the delivery of a 3.0mm diameter x 38mm length endeavor resolute drug eluting stent was attempted, but was unsuccessful. Resistance was noted on the way in and out of the lad as it passed the acute bend in the proximal lad and force was used both in advancing and withdrawing the stent. Further dilation was carried out and the endeavor resolute stent was re-inserted to the mid lad without success and resistance was once again experienced on removal of the stent. It was reported that the proximal stent edge was found to be flared and a stent strut was detached from the balloon. A resolute integrity stent was delivered to the lesion with difficulty and with the same resistance felt at the proximal bend of the lad. No patient injury and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.